Event description:
This event was reported to baxter (B)(4), not baxter (B)(4) as stated in the initial medwatch.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as inoperable keypad buttons on channel c . The root cause was determined to be fluid ingress damage to channel c pump head modules including the keypads. The pump head module was replaced to repair this issue. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced inoperable keypad buttons on channel c. It is unknown when this event occurred. The user interface module master software version is 5.48.92, which is classified as remediated. No patient injury or medical intervention was reported.